Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Remains in patient.

Event description:
It was reported by the patient that she has the aspira drainage system in her chest. She states she has been draining approximately every other day and has recorded outputs of approximately 400ccs, 500ccs, 375ccs, and 500ccs and usually takes 5 - 10 minutes. The patient said she is hardly getting any drainage and it is taking much longer to drain. She states she has had this device in her chest for approximately 6 months now and does not have a doctor or nurse following her care. She said her general medicine doctor referred her to a pulmonary doctor who explained that there is "no fluid" and discharged her. The patient stated she is planning on going to the emergency room today for flush. Medical services and support advised patient to contact her physician, as the catheter can be flushed as needed or when it is determined that the catheter is occluded with the luer adapter.